Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a device explant procedure. The explanted ipg and paddle lead were discarded and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 7072337.